Event description:
If a complaint investigation report is required, please send it to: not required when did this occur?: after use needle stick injury: yes; tested negative for infection other measures taken: no was this an off-label use (e.g., used on non-humans)?: no was the returned item used?: yes if used, what was adhering to it?: unknown quantity returned: none (already discarded) details of the incident (chronology, circumstances, etc.): performed a visual check at the nurses¿ station to prepare for use. Carried the tray to the patient¿s bedside and administered the injection with assistance. After administration, while attempting to remove the device for disposal, a needle stick injury occurred (the needle tip grazed the finger). Since this occurred after the assisted injection, the safety mechanism should have activated; however, as shown in the photo, the needle tip was protruding slightly beyond the tip of the shield. The staff member in question has been working for about five years and is accustomed to using auto-shields, so they should have performed the injection using proper technique. Other staff members reportedly pointed out that since the safety mechanism should have activated, the medication might not have been administered, but the staff member in question stated that they definitely administered it. The patient¿s blood glucose level was also consistent with the value that would have been achieved if the medication had been administered.